Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.

Event description:
Doctor office reported to a lensar customer service rep that the doctor etched the cornea while trying to attempt a capsulotomy, fragmentation and arc incisions on a pt.